Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found no damage to the proximal or distal end struts. The center strut was lifted on one side. The balloon cones were reviewed and no issues were noted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy ii drug eluting stent was selected for use to treat the lesion; however, it was noted that the stent struts were sticking up. The device never entered the patient's body. Another 4.0x38mm stent was successfully deployed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy ii drug eluting stent was selected for use to treat the lesion; however, it was noted that the stent struts were sticking up. The device never entered the patient's body. Another 4.0x38mm stent was successfully deployed and the procedure was completed. No patient complications were reported.